Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017 was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: imdrf patient code e2401 captures the reportable event unspecified injury. Imdrf impact code f12 has been used in the light of the patient had filed a legal claim for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a transvaginal tvt using advantage fit technique procedure performed on (B)(6) 2017 for the treatment of stress incontinence. During the procedure, bladder and urethral integrity were confirmed. No mucosal lesions were present. The procedure was completed, and the patient tolerated the procedure well. As reported by the patient's attorney, the patient has experienced an unspecified injury.